Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction at the puncture site occurred. The biosensor was inserted into the back of upper arm on (B)(6) 2026. On (B)(6) 2026, the sensor stopped functioning prematurely and displayed a session ended early error message. On the same day, the customer observed signs of infection at the insertion site, removed the sensor, and sought medical attention. Symptoms included a rash with redness, inflammation, and pain in the area. The healthcare provider (hcp) prescribed keflex (cephalexin) for 5 days, with instructions to take 500 mg capsules three times daily. On (B)(6) 2026 the customer reported the issue. On (B)(6) 2026 although the redness had spread to a wider area than previously observed and that pain was still present, it was day two of treatment, and the customer continued the antibiotics. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional customer or event information is available.